Manufacturer narrative:
Date of event the exact date of the event is unknown.

Event description:
It was reported that the fiber broke and there was no further information reported.

Event description:
It was reported that the fiber broke and there was no further information reported.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-60786 and 2937094-2019-61195. Date of event the exact date of the event is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber did not identify signs of breaks/fractures at the tip or along the fiber body. The glass cap exhibits mild devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. In addition, there are no signs of breakage along length of fiber. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on the analysis results, an evaluation conclusion code of no problem detected was assigned to this investigation. Analysis of the returned fiber, did not identify signs breaks/fractures at the tip or along the fiber body. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.